Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. Foreign material remaining in the device was attributed to improper reprocessing due to damage to the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections. Gif/cf/pcf-170 series operation manual describes how to detect the suggested event in chapter 3 preparation and inspection. Gif/cf/pcf-170 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation of the insertion tub was confirmed; however, the allegation of the boot protector was not confirmed. Additional issues were identified during the device evaluation: the protector of the universal cord on the suction connector side was damaged; the connecting tube had a dent; and the forceps channel had a pinhole. Due to a pinhole on the channel tube, water tightness was lost. The angle wires were stretched. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up and down knob was outside the standard value. The adhesive on the bending section cover had a white-clouded area, and the video cable had a dent. The foreign material found has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer did not have any idea what the foreign material was. There was no delay in the start of the precleaning or abnormalities in the accessories used for reprocessing. The customer flushed the air or water nozzle with water and air and wiped or brushed the air or water nozzle with clean, lint-free cloths, brushes, or sponges. Lastly, the customer flushed the air/water nozzle channel with the detergent solution or presoaked the endoscope in the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the gastrointestinal videoscope presented with damage to the insertion tube and boot protector. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the suction channel and the forceps channel had foreign matter. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.